Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The machine alarmed, the leak was visually observed and confirmed with test strips. Estimated blood loss was 250cc's. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. There is no sample available for eval.